Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was as high as 400 mg/dl range. Insulin pens and correction boluses were used to address the high bg level. As the occlusions had occurred in the past, a system check to determine a possible cause of the occlusions was unable to be performed.